Manufacturer narrative:
One 8f, 12cm, engage hemostasis sheath was visually/dimensionally inspected. The sheath tubing had been severed within the hemostasis hub/strain relief assembly. The hemostasis hub inside diameter measurement, cap to hub gap measurement, sheath tubing outside diameter and wall thickness measurements, and the sleeve inside and outside diameter measurements were all consistent with the specifications. The device was disassembled and sectioned; the sever location was approx 0.01" proximal to the hub distal end. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The engage hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The engage introducer sheath instructions for use (IFU) cautions that the user should not attempt to insert a catheter having a distal tip or body larger than the introducer size indicted. The engage introducer sheath instructions for use (IFU) states individual pt anatomy and physician technique may require procedural variations. Although the event associated with this reported malfunction did not lead to a pt serious injury or death, and sjm does not believe it would be likely to lead to a serious injury or death were it to recur, the decision was made to submit a medwatch report based on the FDA's previous classification of the 6f recall as a class I recall with a reasonable probability that the product will cause serious adverse health consequences.

Event description:
It was reported an 8f engage act introducer sheath was used on a percutaneous electrophysiology procedure and radiofrequency ablation of the avnrt. The 8f engage sheath was placed in the right femoral vein puncture site along with a 6f and a 7f engage introducer sheath which are not the subject of this complaint as they performed as expected. During the procedure two 5f diagnostic electrophysiology catheters were inserted into the 8f introducer sheath for the diagnostic mapping portion of the procedure and were later replaced with an 8f boston scientific blazer ii htd large curve ablation catheter for the ablation procedure. The physician reported that during the procedure, the engage sheath separated from the shaft of the introducer and bleeding occurred. The physician reported the procedure was completed with no further complications. The pt was reported as stable and recovering with no serious injury occurring. No additional info is available. The physician was not required to perform any further interventional procedures due to this event.